Manufacturer narrative:
Exact implant date unknown- (B)(6) 2019. Manufacturing site evaluation: investigation on-going, additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that the progav 2.0 valve had underdrainage issues. As a result, it was explanted. Very limited information was provided. The shunt system was implanted in (B)(6) 2019 into an infant/neonate and adjusted to 10 cmh2o. The valve was re-adjusted to 15 cmh2o due to subdural pooling of csf. The valve was later re-adjusted multiple times when the ventricular size did not exhibit signs of improvement and subcutaneous pooling of csf was observed. On (B)(6) 2019, the ventricular catheter was replaced, but the subcutaneous pooling of csf recurred. On (B)(6) 2019, emergency surgery was performed to replace the entire shunt system. According to the surgeon, the removed valve showed "drips" of csf, and did not show any sign of blockage. However, in the vertical position, the csf seemed to drip faster than expected. No further details provided. Details are requested regarding replacement of the ventricular catheter. No associated patient complications or adverse sequelae are reported.